Event description:
It was reported that the device was found in backup operation after an MRI. It was noted that the device was not put into MRI mode. A device restoration was performed. No symptoms were reported.